Event description:
Reporter called on behalf of his cousin regarding an adverse reaction to an euflex injection. He said she has bad knees, and was given a cortisone shot by an orthopedic physician. Reporter said the cortisone did not help the pt, so about two months later, on (B)(6); the pt received an euflex injection to help with pain and give cushion to the knee joints. On (B)(6), the pt was extremely out of it, didn't recognize the reporter or nursing home staff, was babbling, and complained of a headache. The reporter said even the nursing home aids, where the pt lived, were concerned about her behavior. The reporter believes euflex caused these adverse reactions.